Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime ll, everolimus eluting coronary stent system, instructions for use, as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed, heavily tortuous, moderately calcified lesion in the mid left anterior descending coronary artery. While deploying a xience 2.75x38mm xience prime long length (ll) stent in the target lesion, an edge dissection was observed. Another xience stent was used to successfully treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.